Event description:
On (B)(6) 2009, the patient reported her insulin infusion device piston rod did not return all the way to the bottom of the cartridge chamber during the 'change the cartridge' process. She said the plunger is not stuck on the piston rod but a part of the "bronze colored" portion of the piston rod is visible under the black tip. She stated the piston rod does not sound as it usually does, but is making a noise that is "faint and strange." To troubleshoot, the patient was instructed to go through the 'change cartridge' process. The piston rod did not move when her device displayed "returning piston rod" and after several seconds, the screen displayed e10 (cartridge error). The patient confirmed the proper battery type and setting was in use. She stated the battery has been in use for 3 days and is not expired. She changed to a new battery but the piston rod did not return. She stated she will try the battery from her backup device and call back to continue troubleshooting. Later the same day, the patient states she could not find her backup device but tried another battery from a different lot number but the issue continued. She tried to other brands of batteries but her device continued to display an e10. She stated the piston rod is making an usually noise and she can see a "copper colored piece that is above the blue part." No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.